Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6)2017, the patient had woken up with severe back pain. They had increased their stimulation which made the pain worse. The patient presented to the emergency department on (B)(6) 2017, and told the hcp that it felt like their device had moved closer to their spine. The patient had not reported any falls/trauma that may have led to the pain. The hcp tried contacting a manufacturer representative and the doctor but had not received a response from either of them. The patient was discharged from the emergency department on (B)(6)2017, and told the hcp they would contact the rep and their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, a representative (rep), and a healthcare professional (hcp) regarding the patient. It was reported that the patient¿s battery was moving about and they were in extreme pain. The patient reported that when they were at the emergency room, they took an x-ray and said their stenosis was worse. They called the patient¿s pain management doctor and the patient¿s primary care doctor, but they did not know what to do. The patient felt the device having moved was causing the pain. They stated the device had moved different ¿then it was.¿ the patient stated they felt the implantable neurostimulator (ins) right over their back bone. The patient reported they were unable to get through to their representative (rep). The patient¿s surgeon told the patient that they would not check out the issue until the rep did. A rep stated that the patient was on schedule next week at ¿the u.¿ the rep stated that the patient would call them. No further complications were reported.